Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Patient will continue to use pump as backup therapy for now. Technical support planned to replace the pump.